Manufacturer narrative:
.

Event description:
Procedure type: orthopedic. According to the reporter, upon completion of the procedure and removal of the trocar, a small metal rod detached from its housing and fell inside the patient abdomen that was still open. The rod was immediately picked up. No patient injury was reported. Gender, weight, and health history could not be provided. Patient age was not known only that it was a child and is currently well in health.